Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal.

Event description:
It was reported that during a routine device change out, the left ventricular lead exhibited high thresholds. The lead was explanted and replaced.